Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 23cm glidepath d/l catheter was returned for evaluation. Gross visual, microscopic visual, tactile evaluation and functional testing were performed on the returned device. In addition to the returned physical sample, one electronic photo was provided for review. The tissue cuff was intact, discoloration was noted and no fiber disturbance was noted throughout the matted tissue cuff. Also no evidence indicating loose fitting was noted near the tissue cuff. Therefore, the investigation is inconclusive for the reported catheter expulsion and loosening issues as the exact circumstances at the time of the reported event was unknown and cannot be verified from the provided photos. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 02/2024), section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two months twenty three days post dialysis catheter placement procedure, the catheter allegedly expelled out from the patient's body. It was further reported that cuffs appearing papery with no fibrosis. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2024).

Event description:
It was reported that two months twenty three days post dialysis catheter placement procedure, the catheter allegedly expelled out from the patient's body. It was further reported that cuffs appearing papery with no fibrosis. The procedure was completed using another device. There was no reported patient injury.